Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to challenging patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 mixed mitral regurgitation (mr), stage 4 heart failure, restricted and short posterior leaflet, overriding anterior leaflet, calcium, and cleft for a mitraclip procedure. There was shadowing on the echocardiogram, which presented challenges. Leaflet insertion assessment was successful and one mitraclip ntw was implanted on anterior and posterior leaflet segment 2 (a2/p2). The mr was reduced to grade 2-3. On (B)(6) 2024, a single leaflet device attachment (slda) was observed on the anterior leaflet and the posterior leaflet was detached. The mr was recurrent and severe (grade 4). Per the physician, the slda was contributed to the overriding anterior leaflet with short restricted posterior leaflet. On (B)(6) 2024, a second clip intervention was performed and one clip was implanted medial in the valve on a3/p3. The slda was stabilized and the mr was reduced to grade 1-2.